Event description:
Litigation papers allege: underwent additional surgical procedures that would not have been needed if the asr had performed satisfactorily during its expected life; permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr hip, and is permanently harmed because of complications normally and not normally associated with the hip replacement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.